Event description:
Notification was received from the study indicating the pt was hospitalized beginning in 2005 due to unstable angina type iiia. The pt experienced a myocardial infarction (mi). Evidence for this mi was a rise in serum enzymes. Cardiac markers were measured. An ECG was performed on the same day, and abnormalities were not detected. The mi's location was not identifiable. An urgent revascularization was required and this was performed on two days later for restenosis at the distal rca and de novo lesion at the apical lad. Discharge date is unk. A relationship between these events and the index devices was not provided. The pt has been experiencing dyspnea since approx three months earlier. The pts general practitioner referred him for a stress test, the stress test was done on original month, the stress test showed normal results (no angina, no ischemia, no lung emboly). In 2006, the pt was referred for a spirometry. The products will not be returned. New info: pt hospitalized on original date for usap, urgent re-ptca, restenosis of distal rca and de novo lesion apical lad. Pt also experienced mi of undetermined location.

Manufacturer narrative:
This pt was randomized to the study in 2003. The indication for the index procedure is unk. At index procedure, the pts received a total of 5 cypher sirolimus-eluting coronary stents at the mid rca, mid lad and obtuse marginal. Stent 1 & 2 were implanted at the mid rca via direct stenting at 16 and 18 atms. Stent 3 and 4 were implanted at the mid lad via direct stenting at 16 and 18 atms. The fifth stent was deployed at the obtuse marginal via direct stenting at 16 atms. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of five products being reported for the same event. Please reference MFR reports #: 9616099-2008-01702, 9616099-2008-01705, 9616099-2008-01706, 9616099-2008-01707, and 9616099-2008-01708. Any add'l info will be submitted within 30 days of receipt.